Manufacturer narrative:
Reliability analysis evaluated 1 opened and used reservoir. Analysis inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion set. Analysis installed reservoir and connector into an insulin pump. Conclusion was reservoir not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm during priming. The customer reported that blood was pouring out when they pulled the cannula out of the body. The customer's blood glucose was 467 mg/dl at the time of incident. The customer stated that they had to change the entire set including the reservoir. The reservoir will be returned for analysis.